Manufacturer narrative:
Correction information g6: follow up #1; h2:if follow-up, what type?; h6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "unable to white balance scope" involving pentax model eg-2990i/serial (B)(4). No further information was provided. Pentax has made a good faith effort attempt to collect additional information from the facility. The device was returned to pentax. Pentax service inspectional findings included: leak at biopsy channel (large/ primary) inlet side, fluid invasion in control body, distal body chip at channel opening at thinnest part, air/ water socket cylinder o-ring chipped, fluid invasion in umbilical light guide cable, fluid invasion in segment section, image blackout, failed wet leak test, endoscope failed electrical safety test - plct, failed dry leak test, #3 remote control button not working, control body mild corrosion inside, fluid invasion in pve connector, fluid invasion to insertion tube, suction function not performed unit compromised, #2 remote control button not working, #1 remote control button not working, operation channel- primary, kinked at end of insertion root, zoom lever switch is not functioning, pve electrical connector frame mild corrosion, down connecting receptacle cracked at pulley side, leak at insertion tube stage 1, glass rod assembly broken. Repairs were performed on the device which included replacement of the following components: o-rings and seals, distal end assy with tubes, adjusting collar, distal attaching plate, segment assy attaching screw, segment attaching screw, staycoil collar, segment staycoil assy pb-free, rl pulley assy, ud pulley assy, pcb for r.c switch pb-free, switch with base plate no1 pb-free, switch with base plate no2 pb-free, shield pipe for ccd, signal wire for ccd, conductive plate, bending rubber, pcb for ccd drive pb-free, electrical connector assy, glass rod assy, insertion flex tube, bending rubber, connecting receptacle (3), rubber trim collar. The device was shipped back to the facility. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.